Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that placed on 3/1, catheter leak confirmed on 3/16 as patient's pajamas were wet. The catheter was used without removing the stylet, and it appears that the catheter was damaged at the hub (where there is no connector).

Event description:
Additional information received 4/9/2025: it was discovered that the stylet had been left inside the catheter. It was removed in its original condition and the actual item was recovered. The stylet had been touched and inspected by several people, so the proximal side was slightly frayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A stiffening stylet was returned within the catheter, and a large split was observed in the catheter tubing where the distal end of the cannula of the flushing hub of the stiffening stylet was positioned within the catheter. A microscopic observation revealed the split in the catheter tubing was mostly straight and circumferential with curved sections at the corners of the split. The edges of the split were observed to be mostly even, and the fracture surfaces of the split were observed to be somewhat uneven with a mostly smooth and granular texture. The break surfaces of the stylet were observed to be uneven with some rounding, suggesting the break in the stylet was likely caused by material fatigue. The location, shape, and extent of the damage observed in the returned catheter indicate the catheter tubing was most likely damaged by the metal cannula of the flushing hub of the stiffening stylet. It should be noted that the stiffening stylet is intended to assist with the placement of the catheter and should be removed after catheter placement and prior to use. The stiffening stylet should not remain within the catheter during use. This complaint will be recorded for future trending and monitoring purposes.